Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2017 and that on (B)(6) 2017 she obtained a result of ¿341mg/dl¿ on the subject meter, which she felt was inaccurately high. The patient manages her diabetes by self-adjusting her humalog insulin doses, and took an increased dose of ¿four doses¿ of humalog insulin in response to the alleged issue. The patient reported that ¿before lunch¿ she checked her blood glucose on the subject meter and it gave a result of ¿380mg/dl¿ and on an accuchek meter, which gave a result of ¿256mg/dl¿. The patient reported that ¿two hours later¿ she developed symptoms of ¿feeling unwell, shaking and dizzy¿ and tested on the accuchek meter which gave a result of ¿47mg/dl¿. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.